Manufacturer narrative:
Initial.

Event description:
It was reported that during a live video-assisted supply change, leakage was observed at the connector and the user subsequently experienced persistent hyperglycemia and occlusion alerts, after which insulin injections were given and a replacement ilet device was initiated. The problem was attributed to the cartridge/reservoir and managed at home without healthcare facility treatment. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the reservoir seal consistent with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.